Event description:
Surgeon successfully implanted a intraocular lens but noted damage to the lens after implantation. The surgeon removed the lens without injury. The facility had stated that a model aq cartridge fp was used to deliver the lens into the pt's eye. The model of injector was not stated, and the lot numbers for the injector and cartridge were not specified. It is unknown what caused the damage to the lens.